Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced severe night glare. The iol was exchanged for a different model with the same diopter power in a secondary procedure. Additional information has been requested. There are two related reports for this patient. Another manufacturer report will be filed for the fellow eye.